Manufacturer narrative:
The customer¿s report of the device unexpectedly shutting down was confirmed and reproduced. During physical inspection both iui¿s on the pump module were observed to be contaminated with signs of green corrosion and fading gold connectors. The female iui on pcu s/n (B)(4) was also observed to be contaminated with signs of green corrosion and fading gold connectors. The pcu event log shows that thee was 1 channel disconnect at 12:42 pm on (B)(6) 2019 and both pump module s/n (B)(4) (unit a) and pump module s/n (B)(4) (unit b) disconnected at the same time. The iui connectors were found to be ~9 years old. Functional testing replicated the channel disconnect observed in the pcu event log. After the male iui on pump module s/n (B)(4) and the female iui on pcu s/n (B)(4) were replaced, disconnects were no longer observed. The root cause of the report of the device shutting down was identified as due to contaminated/corroded pins on both the male iui on pump module s/n (B)(4) and the female iui on pcu s/n (B)(4).

Event description:
It was reported that the device spontaneously shut off. The customer is requesting a log review to determine if there were any low battery alarms or if the device just shut off.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that the device spontaneously shut off. The customer is requesting a log review to determine if there were any low battery alarms or if the device just shut off.